Event description:
It was reported that patient alert triggered for high right ventricular lead impedance. Capture threshold good. No sign of oversensing. Lead still in use . No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.